Event description:
On (B)(6) 2012, the pt reported that the up button of his infusion device fell off. He stated that he noticed it coming loose a couple weeks ago. The pt has held the button to the device using scotch tape. The button will function when he has it taped to the device, but will not function without taping it to the device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product eval.